Manufacturer narrative:
Intuitive surgical, inc. (Isi) requested that the fenestrated bipolar forceps instrument be returned for failure analysis investigation. Isi has not received the da vinci product with an alleged issue to perform failure analysis. As of 12/20/2024, a review of the site's complaint history does not reveal any related or duplicate complaints involving this product and/or this event. The lot # was not provided. Therefore, an instrument log review of the product related to the complaint cannot be performed at this time. Image(s) and/or video clip(s) associated with this reported event were not submitted for review. The investigation to determine the cause of this reported event is currently in progress. As such, the probable root cause cannot yet be determined based on the information provided.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the fenestrated bipolar forceps instrument had a broken conductor wire. It is unknown how the procedure was completed or if there was any impact on the patient.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the idler pulley. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may contributed to the cable breaking. Visual inspection found no damage to the conductor wires. The instrument also passed the electrical continuity test. Additionally, isi followed up with the initial reporter and obtained the following additional information: the customer reported that the instrument was inspected prior to use. It is unknown what surgical task was being performed when the issue occurred. The color of the broken/loose cable was black. It was unknown if there was any loss of cautery. There were no signs of thermal damage. There was no arcing observed. There was no instrument collision. Nothing fell inside the patient. The procedure was completed.